Manufacturer narrative:
Updated fields - b3, b4, d9, e1 event site mail, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, d9 date return to manufacturer, g3, g6, h2, h11 corrected field: b5, d9, h3, h6 (type of investigation, investigation findings, investigation conclusions), two introducer dilators were returned with traces of blood on the components. Additionally one step dilator was also returned with blood on the component. A visual examination of all three components were performed and no damage was observed. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. All failure modes related to balloon malfunction are addressed in the risk file and there individual complaint occurrence rates are within its risk profile. The IFU addresses the mitigations for all balloon failures. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The iab catheter is unknown based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported by customer that, the dilator tip of linear 40 cc intra-aortic balloon (iab) dilator tip got destroyed over wire while pushing into the patient.

Manufacturer narrative:
Additional information: due to characterization limit e1 (B)(6). A supplemental report will be submitted upon completion of our investigation. (Reason for partial UDI# - unknown serial#) complaint ID# (B)(4).

Event description:
It was reported by customer that, the dilator tip of intra-aortic balloon (iab) gets destroyed over wire while pushing into the patient.